Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: following reported ventilation difficulties involving high airway pressures and low delivered volumes, the device was investigated. No reproducible (means it could be not re-constructed) malfunction was identified, and no components required replacement. The patient was subsequently ventilated successfully using another hamilton-c6 device, with no recurrence of respiratory issues. The affected device was returned to clinical use and has operated without further incident. A review of the log file and objective service documentation confirmed the absence of any technical failure. The service partner in the netherlands verified that the device passed the technical safety and function test (tsw) without requiring component replacement. Corrected: in section h6 imdrfs were updated/corrected.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "ventilation therapy went difficult after some time. High pressures and low volumes. Unfortunately, no patient-data available. A lung-surgery was planned. After recovery of the patient the is connected to another hamilton-c6. The respiratory problem or difficulties where solved. Patient undergoes ventilation currently. Dd, (B)(6) 2025." No health impact or consequences were reported.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.